Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the lead, the helix extended but would not fixate. The physician was unable to retract the helix. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed.the analysis indicated that the helix of the lead became extrinsically distorted due to stretching. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.